Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient experienced allergic reaction causing mouth numbness and difficulty swallowing when they started step 2 of the aligner treatment. Aligner treatment stopped.